Event description:
The pt reported that he primed his infusion set and the infusion device piston rod telescoped and pushed all the insulin out of the cartridge. The pt could hear a humming noise coming from the infusion device. The pt switched to his back-up device. The pt's blood glucose was not affected. The pt did not report assistance by a healthcare professional or second party to address the issue. The product has been requested for return to be evaluated.